Event description:
A malfunction alarm with code malf 9 was reported, but there were no notable events leading up to it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support guided the customer in resetting the pump, resolving the issue without recurrence, and advised the customer to continue monitoring for any future malfunctions.